Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients implantable pulse generator (ipg) would no longer holds a charge. The patient underwent ipg replacement procedure and was doing well postoperatively. The explanted device was not returned per facility policy.